Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that a hammer guide became damaged while trying to dislodge a broken trochanteric fixation nail-advanced (tfna) distal screw during a procedure. There is no known procedural delay or patient consequence. This report is for one (1) hammer guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint number: (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.